Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to the hospital from home with dizziness, frequent falls, and low flow alarms. It was noted that the patient had right ventricular failure and aortic insufficiency. The patient also had a proteus driveline infection. Log files captured intermittent low flow events when the calculated pulsatility index (pi) was elevated on (B)(6) 2025. The log files also captured low flow alarms when calculated pi was elevated on (B)(6) 2025. Most of the events were brief and did not generate alarms. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log files.

Manufacturer narrative:
A2 - age - correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular, aortic insufficiency, dizziness, and frequent falls could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined. Furthermore, review of the submitted log files confirmed multiple low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log file contained events from (B)(6) 2025, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists right heart failure and driveline infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5 of the IFU, "surgical procedures", states that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the device will not be able to provide the intended flow. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This chapter also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.